Event description:
It was reported that during a ptca procedure, the guide wire perforated the shaft of the maverick otw balloon catheter. The 100% stenosed lesion was located in the calcified and very tortuous mid left anterior descending (lad) artery. The physician attempted to cross the lesion with a maverick otw balloon catheter, and an acs intermediate wire. The wire was unable to cross the lesion. The physician advanced a whisper ms wire, which kinked at the lesion. The whisper ms wire was exchanged for a miracle 3 guide wire. The physician experienced difficulty crossing the lesion, and removed the miracle 3 guide wire from the body. The distal tip of the wire was shaped. The shaped miracle wire was inserted into the maverick otw balloon. Under fluoroscopy, it was observed that the miracle wire protruded 2.5-3.0 cm from the distal tip of the balloon. There was no vessel perforation. The balloon was removed from the body and reviewed. The maverick otw catheter was flushed at the guide wire lumen and no leak was noted. There were no anomalies noted at the balloon lumen upon inflation outside of the patient. The procedure was completed with another maverick otw balloon. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.